Event description:
On (B)(6) 2012, the patient's nurse reported that the patient ws in the hospital with diabetic ketoacidosis on (B)(6) 2012. The patient's blood glucose level was 507 mg/dl when she came to the hospital. Her normal blood glucose level is 200 mg/dl. The patient was also in the hospital on (B)(6) 2012 and (B)(6) 2012; each time she has been treated with an insulin IV. A trainer will be scheduled to visit with the patient. The nurse stated that she does not think the patient is complaint with her boluses. No further information was available. The infusion device was not requested to be returned for product evaluation.